Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged blank display, device test failed, insulin pump error , exposed to magnetic resonance imaging, insulin pump error and cosmetic damage at an undisclosed location found on (B)(6) 2022. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected alarms or alerts noted during testing and in the history files or traces. Insulin pump error and insulin pump error were not observed during testing. Verified insulin pump alarmed insulin pump error on (B)(6) 2022 at 04:54:05.000 in insulin pump's downloaded history. Verified insulin pump alarmed insulin pump error on (B)(6) 2022 at 11:39:42.000 due to corroded home switch. Insulin pump was cut open to perform visual inspection and found moisture damage¿on the electrical board 1, electrical board 2, motor and force sensor.¿additionally corroded home switch was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Device test failed was not confirmed. Insulin pump error was not confirmed. Unable to confirm exposed to magnetic field or magnetic resonance imaging. Insulin pump error confirmed due to corroded home switch. Cosmetic damage confirmed at keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Information received by medtronic indicated that the insulin pump had a movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm. Customer stated that the insulin pump was exposed to high magnetic field. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed displacement test. Displacement test was disturbed with motor was detected by reading unexpected value from hall sensor error alarm. Customer performed self test. Insulin pump did pass the test. Customer stated that insulin pump was dropped or bumped. Customer stated that alarm occurred during load reservoir and rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.